Event description:
While attempting to inject patient with botox, noted there appears to be a barb at the end of the needle catching the skin when attempting to remove the need from the scalp. Procedure stopped to obtain a different needle to prevent further discomfort to patient.